Manufacturer narrative:
After review of additional information received sections h2 and h6 have been updated accordingly. Exemption number e2016020.

Manufacturer narrative:
Exemption number e2016020. Heartware is submitting this retrospective summary report (rsr) as a result of remediation activities related to FDA warning letter fla-14-4, dated june 2, 2014. This report contains a total of (B)(4) devices related to 209 complaints involving alleged 'malfunction' events of the heartware left ventricular assist system (lvas) associated with destination therapy (dt/dt2) patients prior to (B)(6) 2015.

Event description:
The manufacturer is submitting this retrospective summary report (rsr) as a result of remediation activities related to FDA warning letter fla-14-4.